Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 243 mg/dl; cause was unknown. However, the customer was currently at the dentist and experiencing stress and anxiety that could have attributed to the evaluated bg. Elevated bg was addressed by mother via a correction bolus, finger pricks and bg monitoring. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.